Manufacturer narrative:
Device not available for eval.

Event description:
The device was used during an unspecified laparoscopic procedure. Reportedly, the safety shield did not retract. The hosp has reported no pt injury occurred.